Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that there was an attempt to pre-dilate the sheath with the sheath dilator, but once the sheath dilator was inserted the sheath "accordioned" upon insertion into the patient's body. The sheath and dilator were removed from the body. A non-maquet sheath was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The sheath and sheath dilator were returned and a trace amount of blood was found on the exterior of the sheath. The iab catheter was not returned for evaluation. The sheath did not appear to have any damage. The sheath was measured and found to be dimensionally within specification. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that there was an attempt to pre-dilate the sheath with the sheath dilator, but once the sheath dilator was inserted the sheath "accordioned" upon insertion into the patient's body. The sheath and dilator were removed from the body. A non-maquet sheath was used to continue therapy. There was no reported injury to the patient.